Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information, sections g.6. And h.2. Were updated with the type of report (follow-up 02) and the reason and section h.11. Was updated to reflect the sections of this report that have changed.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 150 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta and a non-bm3d stent was placed. The site reported that on (B)(6) 2023, an occlusion was identified. The patient had a duplex ultrasound (dus) of the target limb which showed a sfa occlusion and the patient had disabling left lower extremity (lle) claudication. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was reported as target lesion-related and required percutaneous intervention. The intervention on (B)(6) 2023 involved non-bm3d stent placement, drug coated/drug eluting balloon (dcb/deb), pta and laser atherectomy of the sfa middle third to sfa distal third. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. This event was reviewed by veryan on 15-mar-23 and considered possibly related to the device. Additional information reviewed on 15-apr-24 included the clinical events committee (cec) determination that this event of occlusion was not related to the device implanted. This event was the second occlusion that had occurred and required a tlr intervention and as a result, this event was determined to be due to the progression of the patient's underlying disease. The first occlusion event was reported in MDR 3011632150-2022-00061.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion leading to intervention and claudication/pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Sections b.5., d.3., g.1., g.6., h.6. And h.10. Have been updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 150 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta and a non-bm3d stent was placed. The site reported that on (B)(6) 2023, an occlusion was identified. The patient had a duplex ultrasound (dus) of the target limb which showed a sfa occlusion and the patient had disabling left lower extremity (lle) claudication. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was reported as target lesion related and required percutaneous intervention. The intervention on (B)(6) 2023 involved non-bm3d stent placement, drug coated/drug eluting balloon (dcb/deb), pta and laser atherectomy of the sfa middle third to sfa distal third. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. This event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device. Veryan received updated information on 12-jan-24.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 150mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta and a non bm3d stent was placed. The site reported that on (B)(6) 2023, an occlusion was identified. The patient had a duplex ultrasound (dus) of the target limb which showed a sfa occlusion. It was reported as not related to the device or procedure but due to a worsening pre-existing condition. It was reported as target lesion related and required percutaneous intervention. The intervention on (B)(6) 2023 involved non bm3d stent placement, drug coated/drug eluting balloon (dcb/deb), pta and laser atherectomy of the sfa middle third to sfa distal third. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. This event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.